Event description:
It was reported that the lead dislodged. When an attempt to reposition the lead was unsuccessful, it was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.